Manufacturer narrative:
The report of an adverse event was not confirmed. Details regarding the ¿adverse event¿ were not provided. Only a partial pcu event log and a partial pump module event log were received for investigation. The pcu event log shows pump module s/n (B)(6) was programmed to run both primary and secondary infusions between 11:48 am to 11:41 pm (when received log ends) on 13 july 2020. The primary infusion ran at rates of 30ml/hr, 20ml/hr and 4.5ml/hr. The secondary infusion ran at rates of 60ml/hr and 30ml/hr. The volumes recorded as being infused during this period were 197.8ml for the primary infusion and 52.067ml for the secondary infusion. The root cause of the reported adverse event was not identified. Device history review: review of the pcu s/n (B)(6) service history record showed the device had a manufacture date of 06 december 2010. A review of the device service history record was performed beginning from the date of manufacture to the present date 14 october 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Review of the pump module s/n (B)(6) service history record showed the device had a manufacture date of 28 october 2010. A review of the device service history record was performed beginning from the date of manufacture to the present date 14 october 2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Event description:
It was reported that there was an unspecified incident during an infusion of fluids resulting in an adverse patient event. The customer requested a volume history of "fluid" for the following pumps: pcu (s/n (B)(6)) and lvp ((B)(6)) between the hours of 11:00am and 9:00pm. Although requested, there were no additional event or patient details provided.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. No patient demographics provided.

Event description:
It was reported that there was an unspecified incident resulting in an adverse patient event. The customer requested a volume history for the following pumps: pcu (s/n (B)(4) and lvp (13175260). There was no additional event or patient information provided at this time.